Event description:
Philips identified a software defect internally in the intellispace cardiovascular (iscv) that a user can amend and finalize a 'final' study that has not been fetched from the server or archive, and it does not have any images available. This issue is observed in the echo module, and the resulting behavior is undesirable. The issue was identified internally and was not in clinical use at the time of event. Philips investigation is on-going.